Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered possible inappropriate shocks and anti-tachycardia pacing (atp). It was also noted that the pace impedance measurements for the right atrial (ra) lead was high out of range. This device remains in service. No adverse patient effects were reported.